Manufacturer narrative:
This report is for an unknown interbody cages/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) of a total of 50 patients (30 males and 20 females) with an average age of 61 years treated between september 2019 and august 2020 with the depuy synthes expedium verse system, this constituted the expedium verse cohort. The average length of follow-up was 11.3 months (0-24 months). A subset of 33 patients were implanted with the depuy synthes expedium verse system and t-pal proti system (t-pal proti cohort). The average age of the t-pal proti cohort was 61 years with 11 females and 22 males. The average length of post-operative follow-up was 11.9 months. Within the expedium verse cohort, interbody cages was used. Patients received t-pal proti (66%), conduit tlif (2%), femoral ring allograft (fra)(12%), and no interbody cage (20%). Complications, reoperations, and revision were described below: 1 (male) of these patients developed a psoas abscess that tracked anteriorly to his spine implants at 24 months post-operatively which was treated with posterior implant removal and wound vac placement with two subsequent irrigations and closure. The psoas abscess was treated with anterior drain placement. The infection cleared within 6 weeks of intravenous antibiotics and with uneventful wound healing. At subsequent surgery, the fusion mass was observed to be solid. This is for depuy synthes interbody cages. This is report 1 of 2 for (B)(4).